Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported error code 1012-air valve liftoff failure no patient involvement.

Manufacturer narrative:
This event was reported on manufacturer¿s report # 2031642-2018-01373.